Event description:
It was reported that the videoscope presented with the insertion section coating peeling off on the scope. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The reported failure mode was confirmed. Based on the results of the investigation, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the videoscope presented with the insertion section coating peeling off on the scope. There was no report of patient harm associated with this event.